Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of approximately 40 mg/dl, lightheadedness, and confusion. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Reportedly, the customer required assistance from partner to treat bg level via consumption of carbohydrates. No additional information was provided.